Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had become dislodged. The lead also exhibited a loss of capture. The lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure.